Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the prime test due to faulty force sensor resistor. The drive support disk was inspected and no anomaly was noted during testing. The insulin pump had scratched lcd window and cracked display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 59 mg/dl at the time of incident. The customer's mother stated that they corrected that the blood glucose with glucose tablets. The customer's mother stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer's mother stated that the drive support cap appeared normal. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.